Event description:
No additional information.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect - clinical code, medical device problem code, component code, type of investigation, h7 and h11. The reported event was unable to be confirmed due to limited information received from the customer. A definitive root cause was unable to be determined; however, may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 medical device problem code, component code, type of investigation, investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification that a male patient, initial right knee implanted on (B)(6) 2007, underwent a revision procedure on (B)(6) 2022, approximately 14 years 11 months post the initial implant procedure for reasons unknown.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Recall: z-0019-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.